Manufacturer narrative:
A product investigation is in progress.

Event description:
Absorbent part of tampon remained inside [foreign body in reproductive tract] went to remove tampon, string came undone [device breakage] string came undone during removal, absorbent part remained inside [complication of device removal] consumer reported via e-mail that she went to remove tampon and cord came undone from tampon. No serious injury reported.

Event description:
Absorbent part of tampon remained inside [foreign body in reproductive tract]. Went to remove tampon, string came undone [device breakage]. String came undone during removal, abdorbent part remained inside [complication of device removal]. Case description: consumer reported via e-mail that she went to remove tampon and cord came undone from tampon. No serious injury reported.

Manufacturer narrative:
(B)(6) 2021 lot code investigation showed no failure could be identified as a result of the investigation.